Event description:
A report was received from (B)(6) stating a patient on an 840 ventilator experienced a bilateral pneumothorax and died. Additional information has been requested.

Manufacturer narrative:
Covidien has requested that the device be returned. (B)(4).